Manufacturer narrative:
The product was returned for evaluation. The reported issue was not confirmed by the evaluation. The whole system was connected and powered up with no error messages. The databox was connected to a simulator and all the values including the co and ci values were in the range. There were no visual defects found on the platform. The functional tests were performed, and the device passed all the tests. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. There is no escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, during use with a patient using an ev1000 platform, the cardiac output and cardiac index were too high, at more than 15l/min. The expected value was 6 to 7l/min. The user tried to troubleshoot by using another flotrac sensor, but the same result occurred. The patient was not treated based on the values. There were no error messages. The error messages in log file that were downloaded from monitor were from the troubleshooting (unplugging and reconnecting the sensor again). The local service provider visited the site and connected the ev1000 platform to their plum simulator and the values were correct. There was no allegation of patient injury. The platform is available for evaluation.